Manufacturer narrative:
The limelight handpiece was also used to treat the pt's mother on the same visit. She did not develop any adverse events or side effects. This was the first treatment to the pt's back, a test spot was not performed prior to treating. Some energy output measurements were out of cutera specification. The handpiece is being evaluated by cutera (B)(4) to determine the root cause. A follow up report will be sent with the root cause analysis.

Event description:
Pt developed "blisters, squares with burns all over her back". Burns were superficial, limited to epidermis with exception of developing 6 blisters.